Event description:
On (B)(6) 2014 the patient underwent placement of a greenfield vena cava filter. On a unknown date, a computed tomography (CT) scan revealed a positive tilt. The filter was posteriorly tilted and the apex abutted the posterior wall of the inferior vena cava. It was further reported that the patient had a CT of their abdomen on (B)(6) 2018.

Manufacturer narrative:
Event date is unknown therefore, best approximation date has been used.

Event description:
On (B)(6) 2014 the patient underwent placement of a greenfield vena cava filter. On a unknown date, a computed tomography (CT) scan revealed a positive tilt. The filter was posteriorly tilted and the apex abutted the posterior wall of the inferior vena cava.